Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
During dressing application, pt had the following symptom: feeling faint, sob, sweating. Treatment: o2 applied. Outcome of PICC line: PICC line removed and replaced.